Manufacturer narrative:
(B)(4). The product was kept by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, the right ventricular (rv) lead appeared to be caught or stuck in the device header requiring excessive force to pull the lead out of the header. The lead was successfully removed from the device header, however, the terminal pin separated from the ring. The lead was surgically abandoned and replaced and the device was explanted and replaced. No adverse patient effects were reported.